Event description:
Information was received from a manufacturer representative (rep) regarding a patient who has an implantable neurostimulator (ins) for spinal pain indications. Rep states the patient has high impedances with electrode 8 being 40,000 ohms and 9 19,600-21,600 ohms. Rep states there was an appointment today. He was able to meet with the patient and program around the high impedances. He was able to see an x-ray from late last year and now at the "difference" in the lead, but did not state whether the lead had migrated or not. No falls reported. Rep states the patient is planning to meet with the surgeon for a consultation and possibly will schedule a lead revision at that time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indciated that the cause of the impedance issue is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During visit today due loss of efficacy with stimulation, it was discovered that there was some impedances out of range. Contact 8 showed as do not use and "contact" 9 showed as investigate. No trauma or falls reported. Pt has a cervical lead placement. They were able to program around contacts 8 and 9 which patient was using. But patient isn't getting the relief that they would like. They are in discussions with hcp on next steps such as fusion, revision. Patient just wants to move forward with a revision of the lead. Date for revision is not set yet as pt will be getting an emg test done.